Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loop was deformed due to wrong handling/excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the transurethral resection (tcr) therapeutic procedure the hf-resection electrode had damaged electrodes and none of the electrodes fell out of the body. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.